Manufacturer narrative:
The unit has not yet been returned to the manufacturer for investigation. When the unit is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the unit stopped collecting blood after 70 ml. The unit was replaced by a back up, and the collection and re-infusion was completed as planned. There were no reports of adverse consequences for the pt due to this event.